Event description:
Baxter sales rep reported issue received from customer. Customer reported the t connector extension set separates very easily from the pt's catheter. Any pressure on the connection can cause separation to occur. Nurses find it difficult to twist and turn this connection so it is secure. Some pt blood loss has been reported, however customer reported blood loss was very minimal and no pt injury has been reported at this time. No samples are available at this time. No add'l pt info is available at this time.